Manufacturer narrative:
E1 - initial reporter address 1: 1-3-1 (B)(6).

Event description:
It was reported that a balloon ruptured occurred. The 90% stenosed target lesion was located in the moderately tortious and severely calcified right coronary artery. A 15mmx3.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at first inflation at 6atm within 15 seconds. The device was removed without any problem using the normal method and the procedure was completed with another of the same device. No patient complications reported and the patient was good post procedure.